Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument was not sending the correct amount of blood to bag or waste was verified during service. The service technician noticed 01 centrifuge and 07 roller head errors in log and that the stop button on the keypad was intermittently responsive, possibly causing the errors. The service technician also found that the centrifuge height was slightly off. The issues were resolved by adjusting the centrifuge height to proper specifications and by replacing the pcb command. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog instrument, it was reported that the instrument was not sending the correct amount of blood to bag or waste. The instrument was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the blood was sent to the waste bag. There is no info on the amount of blood, but a transfusion was not required.